Event description:
Related manufacturer number: 2017865-2021-39282. During follow-up, noise resulting in oversensing and automatic mode switch episodes were observed on the right ventricular (rv) and right atrial (ra) leads. Low, in range, pacing impedance was also observed on the rv lead. Provocative testing was performed but revealed no anomalies. Abbott technical support was contacted and confirmed the event. The event was resolved by reprogramming the device. The patient was in stable condition.